Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated onsite by a field service technician. The reported problem was not reproduced. However, water invasion in the housing of the endoscopes was suspected. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the socket was dirty/corroded on the evis exera iii xenon light source, model clv-190, causing connection problems and a "b30" error occurred with multiple endoscopes when the scopes were used with the light source, model clv-190. There were no reports of patient harm or injury associated with this event.